Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that full height drawer 4 failed after the station software upgrade to version 1.7.4, replaced both the drawer controller and the pyxibus module controller, reconfigured the new controllers in the station application, and restored functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed and did not appear on the map. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.